Event description:
The customer's blood glucose was tested using her contour meter and a lab test. The lab test result was 247 mg/dl, while the contour read 52 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left, so no product will be returned. A replacement meter was sent to the customer.